Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they woke up with high blood glucose readings and were hospitalized on (B)(6) 2017. Customer stated that they attempted to bolus to treat for the high blood glucose readings, however it was not working and they were taken to the hospital with diabetes ketoacidosis and blood glucose readings of 470 mg/dl. Customer was treated with IV drips at the hospital. Customer mentioned that they changed the infusion set prior to the hospitalization. During troubleshooting customer stated that the drive support cap was loose. Customer's blood glucose reading at the time of the call was 75 mg/dl. Customer was advised to revert to a back up plan and the insulin pump will be returned for analysis.